Event description:
Procedure: j-pouch. According to the reporter: the stapler was inserted into the pelvis, the pin was engaged and the first trigger was deployed to fix the tissues. The trigger did not release, thus confirming the stapler had deployed appropriately but the stapler failed to fire. As a consequence of this event, we were unable to complete the ileal pouch anal anastomosis. The patient's short mesentery precluded our undertaking a "pull through" procedure for pouch construction. He has, therefore, been left with a permanent ileostomy as a consequence of event.